Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that it was an hour after the vessel perforation occurred and bleeding stopped that the patient died and not an hour prior to vessel perforation.

Event description:
Same case as MDR ID# 2134265-2014-05050, 2134265-2014-05051, 2134265-2014-05053 and 2134265-2014-05199. It was reported that patient discomfort and death occurred. Target lesion #1 was located in the right coronary artery (rca) with 99% stenosis. Target lesion #2 was located in the severely calcified left anterior descending (lad) artery with 90% stenosis. Target lesion #3 was located in the left circumflex (lcx) artery with 99% stenosis. An unspecified guide wire crossed the lesion from the proximal end to the distal of lcx and from the proximal end to the obtuse marginal branch (omb). The lesion was pre-dilated with a 2.0mm unspecified balloon catheter and a 2.5mm unspecified balloon catheter. A 2.5x38 promus premier stent delivery system (sds) was advanced to the omb; however, the device was unable to cross the lesion. Another physician performed pre-dilatation from the proximal end to the distal of the lcx using an unspecified balloon catheter. The 2.5x38 promus premier stent was then successfully deployed in the omb. Using t stent technique, another 2.5x38 promus premier stent delivery system (sds) was deployed from the proximal end to the distal of the lcx. The patient experienced discomfort. The physician took care of the patient¿s condition and then continued to treat the lesion located in the lad. An unspecified guide wire crossed the lesion from the left main trunk (lmt) to mid lad. The lesion was pre-dilated with a 3.5mm unspecified balloon catheter and 3.5 non-bsc balloon catheter. A 3.5x38 promus premier stent was deployed from the lmt to the proximal end of lad. A 2.5x16 promus premier stent was also deployed in the mid lad. The lesion was post dilated using the balloon of the 3.5x38 promus premier sds at 20 atmospheres from the lmt to the mid lad. Post-intravascular ultrasound (ivus) was performed using an opticross¿ imaging catheter to observe the lmt and mid lad. The patient's condition changed suddenly. Angiography was performed and revealed vessel perforation which occurred in the proximal end of lad. Blood flow was interrupted from the proximal end to the distal end of the lad. The balloon of the 3.5x38 promus premier sds was used to stop bleeding; however, the bleeding did not stop. To treat the bleeding, a 3.5 non-bsc stent was deployed and post dilatation was performed using a 4.5mm unspecified balloon catheter. Approximately one hour before the vessel perforation was noted, the patient died in the operating room.

Manufacturer narrative:
(B)(4).